Event description:
It was reported that a pump triggered an altitude alarm, which was acknowledged by the caller as possibly caused by wearing the pump against the skin without a case. The customer's blood glucose level did not exceed 500 mg/dl, confirming there was no adverse impact. Despite initial troubleshooting advice to clean the pump and reconnect the cartridge, the altitude alarm persisted, leading to the use of multiple cartridges and infusion sets without success. Tandem's technical support approved a pump replacement and provided instructions for transitioning to the replacement and returning the problematic pump.